Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that with their previous interstim system they sometimes experienced a momentary jolt sensation when going through metal detectors at department stores. Patient also experienced overstimulation once when they were getting programmed at the doctor's office they accidentally set amplitude to max and it zapped patient until they could turn it down. It was not a problem with the device it was just a programming mistake that was resolved by decreasing amplitude. Reviewed possible risks of momentary increase to stimulation sensation when passing through metal detectors and recommended patient turn therapy off first if they know one is present.